Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. An x-ray and echocardiography showed cardiac tamponade and pericardial effusion due to right ventricular (rv) lead perforation. An interrogation showed a decrease in r-wave measurement from post implant check, and rising/high pacing capture threshold. A pericardial drain was used for effusion removal. The lead was extracted and a new rv lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.